Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the premature clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During insertion of the clip delivery system (cds), during an attempt to pass the curve in the steerable guide catheter (sgc), the cds would not move forward. There was no resistance felt during advancement of the cds through the sgc; however, it was observed on fluoroscopy that the clip was no longer attached to the actuator mandrel, but was still attached to the lock line and gripper line. The cds was removed from the anatomy. A new cds was prepared, advanced and deployed using the same sgc without further issue. 2 clips were implanted successfully. The final mr grade was 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficult to position and premature deployment due to a broken actuator coupler as observed during analysis. A review of the complaint handling database found no similar incidents from this lot. Further assessment was performed and av determined that there is no indication that the issue is related to design, manufacturing or labeling, that additional product is impacted or that this issue is systemic. Av will continue to trend the performance of these devices.